Event description:
It was reported, that the patient presented for a follow-up in-clinic. Upon interrogation, it was noted, that the right ventricular lead was dislodged. Which resulted, in failure to capture, far p over-sensing and failure to sense. The lead was explanted and replaced. The patient was stable.